Manufacturer narrative:
Implant date: 2005. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a laminectomy with cages, pedicle screws, and rhbmp-2/acs for posterolateral fusion it was reported that on (B)(6) 2012 the patient was seen for consultation due to he has not fused solidly across l4-l5 and l5-s1, but also posterolaterally at l3-l4. He has a streaming syndesmophytes all the way up to l2. Per the medical record, "it is not a natural arthritic process but one incited by use of the bmp infuse." He does not appear to have solid fusion at l2-l3. Interestingly, by CT myelogram which accompanies him today he has right-sided bone growth at the back of the l5-s1 and l4-l5 disc spaces. He has severe neural foraminal stenosis at l3-l4, l2-l3 and a bulging central disc with both central and lateral recess stenosis at l1-l2. Fortunately he does not have any severe stenosis around the conus medullaris itself. Examination notes state¿ he has a well-healed long thoracolumbar incision that extends from about t8 or t9 all the way down through the upper portion of his natal cleft. He has significant loss of lordosis. There is no palpable prominence of hardware; he has solid posterolateral fusion l4 through s1, his first mobile segment is around l2 or l3 with backward extension.¿ patient reports he has pain into the right sciatic notch, and the right thigh/groin area. Impression: severe right lumbosacral radiculopathy with right l1 through s1 neural foraminal stenosis. It was reported that on (B)(6) 2003 the patient presented with a preoperative diagnosis of l2-s1 lumbar stenosis and mechanical insta bility. L4-s1. The patient underwent a l2-s1 decompressive laminectomy and foraminotomies bilaterally. L4-5/s1 posterolateral screw/rod stabilization. L4-5 and l5-s1 posterior lumbar interbody fusion; single-fibbr cage. L2-s1 arthrodesis with local bone, agf, cond uit, and agf. The bone mixture, which was the local bone which had been carefully cleaned from the laminectomy; the grafton, conduit with agf, was then liberally spread into the gutters from l2 down to s1 over the transverse process, lateral facet and ala of the s acrum bilaterally. Postoperative diagnosis: l2-s1 lumbar stenosis and mechanical instability. L4-s1. On (B)(6) 2012 the patient presented with severe right leg pain. Severe right lower extremity radiculopathy secondary to neural foraminal stenosis l5-s1, l4-l5. Severe central and neural foraminal stenosis, l2-l3 and l3-l4,status post laminectomy, l1-l2. Disk degeneration with central and lateral recess stenosis. The patient underwent an instrumented posterolateral fusion, l1 through s1. Removal of l4 through s1 pedicle screw fixation. The system removed is monarch by depuy. Revision right-sided hemi laminectomy of l5-s1 with complete facetectomy revision, right l4-l5. Hemi laminectomy with complete facetectomy revision right l3-l4 and right l2-l3. Hemi laminectomy with partial facetectomy, primary central laminectomy of l1-l2 with instrumented posterolateral fusion, l1 through s1. Bilateral posterolateral intertransverse fusion, l1 through s1, using local milled vertebral body bone. The pedicle screw instrumentation system used on the case was dynesys transition option by zimmer spine.